Event description:
It was reported the impactor pad broke during impaction. No patient harm was reported. No additional information is available.

Manufacturer narrative:
(B)(4) g2: switzerland customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h11. Visual examination of the returned product identified signs of repeated use nicked / gouged and has fractured into three pieces. No further analysis can be made. Review of the device history record identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. This complaint can be confirmed based on the returned product. Device has a potential field age of over 9 years and exhibits signs of repeated use. The root cause of the event is attributed to wear and tear of the device from repeated use over time. No corrective actions, preventive actions, or field actions resulted after investigation of this event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.